Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery appears to have depleted prematurely. The battery status was elective replacement indicated (eri) after five months of implant duration. Although the device's 'beep on eri' feature was activated, the patient states that the device did not emit tones. The capacitors were manually reformed, at which time the ICD declared a battery status of end of life (eol). The device was explanted, replaced and returned to guidant.